Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. It was noted the site has completed cases with no recurrence of the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion procedure. It was reported the orange instrument tracker was calibrated successfully, then while navigating, the system lost calibration, and the calibration pop-up came back up. The site had to recalibrate the instrument with the tracker. It was noted this issue occurred one more time during the procedure. This issue occurred intraoperatively and caused a 10-minute surgical delay. There was no reported impact on patient outcome.